Event description:
It was reported that the pump screen went dark. There was no adverse impact to the customer¿s blood glucose value. Reportedly, the issue was resolved and customer continued using pump for insulin therapy.